Event description:
It was reported that customer experienced temperature alarms 10 and 11 while pump was charging with tandem charging supplies and had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support and pump replacement was urgently approved and arranged through return authorization, with no additional outcome details reported.